Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was damaged and the suspected cause was due to the lightning strike. The device was explanted. No additional adverse patient effects were reported.